Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during insertion. The lens was implanted and removed without pt injury. The model and lot numbers of the injector and cartridge were not specified by the facility.